Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant. During the procedure, there were placement difficulties. In addition, high pacing thresholds and loss of capture (loc) were noted. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.